Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after removing the protective sheath from the stent delivery system, it was noticed that the stent was not mounted on the balloon. There was no pt involvement. No add'l event or pt info was available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.